Manufacturer narrative:
The initial reported event of patient sustaining physical injuries, emotional distress, economic losses, and other damages due to ¿defective¿ lead, that the lead had increased and high impedances, and that the lead was explanted and replaced were previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: medtronic conducted an investigation based upon all received information. The following complaint(s) were investigated: it was reported that: the device lead impedance trend was rising, but was not further defined. - this complaint was confirmed based on the save-to-disk file. The most likely root cause was not applicable because no problem was detected with the device. The device lead impedance was out of range high, but was not further defined. - this complaint was confirmed based on the save-to-disk file. The most likely root cause was not applicable because no problem was detected with the device. There was a miscellaneous issue, more information available. - there was not enough information to make any determination based on the actual device. The most likely root cause was not applicable because no problem was detected with the device. There was an alleged malfunction nor further defined. - there was not enough information to make any determination based on the actual device. The most likely root cause was not applicable because no problem was detected with the device. Product analysis occurred. The primary analysis finding was: returned product analysis was performed and no anomalies were found. Additional finding(s) include: visual analysis of the lead indicated apparent explant damage. Further action was not required because the product tested within specification and performed as intended. Should new information become available the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by an attorney that the patient suffered physical and other injury as a result of the recalled lead. The patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. Additionally, the patient has suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective [lead] removed or replaced. It was further reported that the lead impedance of the right ventricular (rv) lead had increased and is now high. A rv pacing lead impedance alert was triggered. The lead remains in use and will be monitored. It was then later reported that the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.